Event description:
It was reported that the patient was experiencing difficulty charging the ipg out of low power. In turn, this caused excessive charging time and inhibition of stimulation. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable and MRI compatible device. The explanted device was not returned.

Manufacturer narrative:
Exact date unknown, event started few months ago.